Event description:
Revised cup and femoral stem due to loosening. Everything was removed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. The reported lot code was determined to be not valid. An event regarding loosening involving a securfit shell was reported. The event was not confirmed. The investigation concluded that the exact cause of the event could not be determined because further information such pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
Revised cup and femoral stem due to loosening. Everything was removed.